Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. Electrical testing of the returned device determined electrodes 1-4 met specifications for acceptable resistance values, however short circuits were noted between e1-e4, the tip thermocouple, and the deformable body thermocouple. Further testing revealed saline residue within the redel connector, consistent with the observed short circuits. A review of the device history record (DHR) had indicated that the product met manufacturing specifications prior the shipment. The root cause of the saline noted within the connector was unable to be conclusively determined and remain unknown.

Event description:
This report is to advise of an event observed during analysis confirming a short circuit of the catheter.